Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on the scope connector, the image was not displayed. In addition to the foreign material in the nozzle; the evaluation findings are as follows: due to a pinhole on the channel tube, water tightness was lost, the connecting tube had a dent, the plastic distal end cover had a scratch, the adhesive around the light guide lens had a white clouded area, the adhesive around the light guide lens was peeled, the adhesive around the objective lens had a white clouded area, the adhesive around the objective lens was peeled, the electrical contact of the endoscope connector had a crack, the scope connector was dirty due to water leakage, the adhesive on the bending section cover had a white clouded area, scratch and chip, the bending section cover had a scratch, due to wear of angle wire, the play of the "up/down" knob was out of standard value, due to wear of angle wire, bending angle in the "up" direction does not meet standard value, the connecting tube had a scratch and wrinkle, the objective lens had a scratch, the indication on the scope connector was peeled, the protector of the universal cord on the scope connector side had a scratch, switch (#2) had a scratch, the adhesive on the bending section cover had a crack, and switch (#4) had wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a defective image. There were no reports of patient harm. During evaluation, foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.